Event description:
A vaxcel pasv PICC was placed for therapeutic purposes. After the PICC line had been in place for approximately ten days, leaking was noticed at one centimeter distal to the suture wing. The PICC line was replaced.